Event description:
My neuropathy started way before I started antiretrovirals, no neuropathic side effects from meds, had to have complete dentures and since I have been using super poligrip, coincidently my neuropathy/peripheral has gotten significantly worse, on 150 mg lyrica 3 x day, 100mg morphine 3 x day, 100 mg cymbalta .... All these extra meds to try to combat worsening pain, while poisoning my self with something that can cause neuropathy .... Making mine almost immediately, not until a friend told me today that there are others like me. Dose: upper and lower dentures. Frequency: 1 x day. Route: po. Dates of use: 2002 - 2009. Diagnosis: total upper/lower dentures... Just bad genetics. I do therapy at home with shiatsu message, foot therapy device for neuropathy... Limits my movement considerably, and I really did not believe my friend today when he told me about the dangers in denture adhesive and not on label, as I would not have chose to use this so long had I known the possible side effects, which like a lit fuse, in past year has gotten really bad, I am just in a heavily medicated state.